Event description:
Service reported that during a routine preventative maintenance (pm) check it was discovered that six of the sixteen bolt heads that secure the j-brackets had broken off. The system was not in clinical use and there was no report of injury to a patient or operator as a result of this malfunction. This issue is currently under investigation.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).